Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she had not used or recharged her ipg in approximately three months. The ipg was unable to communicate with the external devices. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identifed the patient underwent surgical intervention to remove and replace her ipg on (B)(6) 2016. Therapy has been resumed.